Event description:
A malfunction alarm labeled as malf 0 was reported, with a fault ID of 0x277d. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and advised to contact technical support if the malfunction reoccurred. There was no additional information regarding any other outcomes of the event.